Event description:
Customer stated their sodium pt results were running high and approx eight results were caught by the doctor who requested repeats on those samples. When they reran the samples, they noted a 6-9 mmol per l difference between the modular and the integra. Nine pts' results were provided, only one result was found to be discrepant. Initial sodium result 140, repeat on integra gave 134 mmol per l. No pts were treated based on the erroneous results or adversely affected.

Manufacturer narrative:
The field service rep determined analyzer contamination to be the cause, he decontaminated the ises and replaced all reagents with new reagents. Calibration, quality control, and precision checks were performed to verify analyzer performance.